Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 4x daily. The patient manages her diabetes with novolog insulin and lantus insulin. The alleged issue began on the morning of (B)(6) 2012. The patient reportedly skipped her novolog insulin because she was unable to test her blood glucose due to the reported issue. Later that afternoon, the patient claims she felt symptoms of nausea and lighted headed which she associated with high blood glucose. A neighbor drove the patient to the emergency room (ER). The patient obtained a blood glucose result of "500 mg/dl" with the ER/ hospital meter and was administered intravenous (IV) fluids as treatment. About 45 minutes later, the patient reportedly felt better and her blood glucose read "200 mg/dl". At the time of troubleshooting, the customer care advocate (cca) noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result of "500 mg/dl" with the ER/ hospital meter and received medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have capacitor c4 defective. The test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.